Event description:
It was reported that the user received an occlusion alert on the ilet bionic pancreas and continued to experience elevated glucose levels despite initial troubleshooting steps; the user was instructed to change all the disposables but did not have any contact detach infusion sets remaining, and was provided replacement supplies, with interim management advised through manual therapy and follow up with the healthcare provider; the reported device problem was obstruction of flow associated with the connector/coupler component. The user experienced a blood glucose peak of 401mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was infusion set or site-related obstruction.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.